Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 280 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.